Event description:
Customer reported inability to remove flex reusable disc and went to urgent care for assistance. The customer stated the doctor had to use forceps to assist with removal and she was told she had a high cervix which may have affected removal. The disc had been inserted for approximately 25 hours at the time of medical removal. Medical personnel stated that the customer would experience some inflammation and sensitivity following removal. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.